Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. One video sample of a 5 fr powerpicc catheter was provided for evaluation. The video shows the catheter within patient use. The catheter is secured by a statlock device and the 0 cm depth marker is at the insertion site. Fluid appears to leak the proximal end near the interface with the molded winged hub. The characteristics and the damage on the catheter could not be observed or inspected from the video provided. Based on the information and video provided, possible contributing factors include sharp instrument damage and catheter split formed due to repeated kinking of the catheter. Since evidence of a leak was noted, the complaint is confirmed but the exact factors contributing to the issue are unknown.

Event description:
It was reported by the customer "solution leakage is observed through the junction of the catheter body towards the distal insertion lumen. The foregoing is to carry out the replacement of the patient's charge since the change of the catheter was carried out." Additional information received on 09.jan.2023: it was reported by the customer leakage was discovered during infusion of fluid. No patient symptoms related to fluid leak. Catheter exchanged. No blood or chemotherapy exposure to mucous membranes or skin.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "solution leakage is observed through the junction of the catheter body towards the distal insertion lumen. The foregoing is to carry out the replacement of the patient's charge since the change of the catheter was carried out." Additional information received on 09.jan.2023: it was reported by the customer leakage was discovered during infusion of fluid. No patient symptoms related to fluid leak. Catheter exchanged. No blood or chemotherapy exposure to mucous membranes or skin.